Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula, which led to elevated blood glucose levels on (B)(6) 2026. The site of insertion was leg. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.